Event description:
It is reported that when the liners were impacted into the shell during surgery in 2008, the liners broke at the rim.

Manufacturer narrative:
Trilogy ab acetabular system alternate bearing shell insert, lot #60869009. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997. This report will be amended when our investigation is complete.